Manufacturer narrative:
Returned complaint cp pump visually inspected. Cannula kink near outlet observed. No biomaterial, no broken blade found. Physician was unsure of impella location and moved the device frequently. Echo showed device shallow. Cannula kink occurred during attempted repositioning. Product damage (cannula kink): the cause of the product damage (cannula kink) issue was cannula kink due to improper technique. Positioning issues: the cause of the positioning issues most likely was use related dur to improper technique while attempted repositioning. Low pump flow: the cause of the low pump flow issue was cannula kink due to improper technique.

Event description:
The complainant reported that following implant of an impella cp, the device was repositioned under fluoroscopy and the flow rate dropped. Suction alarms appeared and the device appeared to be shallow in the ventricle. It was additionally noted that the cannula appeared to be pinched under the motor. Due to the noted failures, the decision was made to replace the pump and the patient is stable.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.